Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, no vibration on g5 mobile app occurred. Data was returned however will not confirm the alleged complaint. The complaint confirmation of no vibration on the g5 mobile app could not be determined. A probable cause could not be determined. No additional patient or event information is available.